Event description:
The customer reported the system displayed a filament regulator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.